Event description:
The customer reported his blood glucose reached 270 mg/dl. He was not sure the cannula went in and insulin was leaking on his skin.

Manufacturer narrative:
The returned device was evaluated and found to have terminated with an alarm during insertion. Although lot and sequence numbers for the pod matched those reported, it appears that the product received may not have been the one involved with the reported event. The customer did report that he felt insulin delivering outside the skin and thought a cannula may not have inserted properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.